Manufacturer narrative:
Date of event : estimated. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after unpacking the 8.0x29mm omni elite balloon-expandable stent (bes), it was noted that the stent looked loose on the balloon. The device was not used for the procedure. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no indication of a lot specific product quality issue. Based on the information provided, a definitive cause for the difficulties could not be determined. It may be possible that the protective sheath was inadvertently grasped too tight during removal causing the stent to become loose on the balloon; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3: device not available for evaluation.